Event description:
Related manufacturer reference number:2017865-2023-52329 related manufacturer reference number:2017865-2023-52330 related manufacturer reference number:2017865-2023-52332 it was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
The reported event was patient deceased. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.